Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient the device delivered 200 joules. On a second attempt to deliver energy to the patient, the device shut down and would not power back on with battery. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device powered on with ac power and displayed "defib disabled" and "defib fault 72" messages.